Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the error messages "f070", "f133", "f033" and "f233". The device was used to complete the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.